Manufacturer narrative:
In a follow communication with fse (field service engineer) onsite, the following information conveyed : 1. The foreign materials could not be removed. 2. He did not know what the foreign materials were. 3. The clogged nozzle occurred in previous procedure. 4. The user could reprocess the device with correct procedure. Device inspection and evaluation, service repair noted the following findings below. The channel tube had leakage; the key top of switch 1 was damaged; the ob-lens was damaged; the angles were insufficient. Observed scraped control section or erased marking due to repeated abrasion. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Event description:
Customer reported that during reprocessing the buttons cracked and nozzle clogged. There was no patient harm or injury reported due to the event. No user injury reported. Device inspection found nozzle clogged with foreign materials .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that foreign material such as gauze, piece of peripheral device, body fluid, adhering matter from used chemicals became lodged in the nozzle. A definitive root cause cannot be identified. The user can properly detect the suggested event by handling device in accordance with the following instructions for use (IFU) statement and items: ¿operation manual_ preparation and inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. Olympus will continue to monitor the field performance of this device.